Manufacturer narrative:
The device was not returned to edwards for evaluation as it is not available. The cause of the event cannot be determined at this time. A supplemental MDR will be submitted once the investigation is complete or upon receipt of additional information. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm 7300tfxj mitral pericardial valve, implanted approximately four (4) years and nine (9) months, was explanted due to mitral stenosis and regurgitation secondary to leaflet immobility. The device was originally implanted for mitral valve replacement to correct infective endocarditis. The device was explanted and replaced with a 25mm 11400m valve with no adverse patient events reported. Upon the valve explant, the leaflet corresponding to the posterior cusp had lost its mobility. The initial mvr was performed due to infective endocarditis, and the ie healed. The doctor commented that this explant was earlier than expected and this explant was device related.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section h6 (investigation findings, investigation conclusions) calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event cannot be conclusively determined with the available information. However, the calcification observed in this case was most likely due to a progression of the patient's underlying valvular disease pathology combined with the patient's other underlying risk factors. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Customer reports of stenosis and leaflet immobility were confirmed through observed calcification and host tissue overgrowth. Report of regurgitation was confirmed through observed rolled leaflet due to host tissue overgrowth. X-ray demonstrated wireform intact and moderate calcification on all three leaflets. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 1 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 1 at the outflow aspect. Host tissue overgrowth also fused leaflets 1 and 3 by approximately 5mm at commissure 1 on the inflow aspect. The free margin of leaflet 1 was rolled towards the outflow aspect from the inflow host tissue overgrowth and created a gap in the central coaptation region. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring cloth was cut around leaflet 2 on the inflow aspect. H10: additional manufacturer narrative: updated sections h3, h6 (device code) the reported event was confirmed through preliminary evaluation of the explanted valve. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly once the evaluation has been completed.